Manufacturer narrative:
(B)(4). The customer reported that the leakage test failed for this device. The device was evaluated locally. The reported symptom was confirmed. The power supply was replaced to resolve the symptom. After passing all testing the device was returned to use. This complaint represents a power supply failure.

Event description:
The customer reported that the leakage test failed for this device.